Event description:
A report was received that the patient was experiencing numbness on the right leg following an implant procedure. The physician believed that it was not device or procedure related. The patient was going through rehabilitation after a decompression surgery (non device related). Per physician, the patient was still having numbness but his movement and mobility had improved.